Event description:
It was reported that this right atrial lead was explanted due to a dislodgement. The lead also presented loss of the suture sleeve, kinks and high pacing impedance. A new lead was implanted at the surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity and hi-pot tests. Lead was determined to have met specifications. Product investigation does not provide any additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if the analysis is completed and pertinent information is provided from it.

Event description:
It was reported that this right atrial lead was explanted due to a dislodgement. The lead also presented loss of the suture sleeve, kinks and high pacing impedance. A new lead was implanted at the surgical procedure. No additional adverse patient effects were reported.